Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her one touch verio flex meter had displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first occurred on (B)(6) 2017. The patient manages her diabetes with insulin (self-adjuster) and stated that she continued with her usual dose of insulin including sliding scale of 4 units due to the alleged product issue. She reported that 10 -15 minutes after the alleged issue began she developed the symptoms of lightheaded and thirsty. The patient denied that she received any treatment. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used, the correct testing steps were being carried out and the test strips being used were stored correctly and had not expired. The patient was unable /unwilling to provide the sub code to cca. After walking the patient through a retest the product issue was resolved. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.